Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was recommending a higher than expected bolus to be delivered. During troubleshooting with tandem technical support, it was found that the pump carbohydrate ratio was set incorrectly. Tandem technical support guided the customer through adjusting the carbohydrate ratio. Customer had elevated blood glucose (bg) levels (380 mg/dl). Customer delivered a bolus to address elevated bg levels.